Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the distal cover fell off into the patient during a therapeutic ercp. The customer reported the distal cover was not located. The patient was not admitted to the hospital. It is unknown if the procedure was completed or if there was a surgical delay. The customer reported no patient harm. This event includes two reports: (B)(6): maj-2315, unknown lot. (B)(6): tjf-q190v, unknown serial. This is report 2 of 2 for (B)(6): tjf-q190v, unknown serial.

Event description:
The customer provided additional information. The olympus was inspected prior to the procedure and no issues identified. No issues with the scope either. No anti-fog agents were applied to the scope lens. Lubricant gel was used at the beginning of the case for scope intubation. The distal cover was pulled on to confirm it was securely attached to the scope. The reported event occurred at the end of the procedure. The intended procedure was successfully completed. The surgeon inserted a gif scope to look for the missing cover. There was a procedural delay, unspecified time, while the surgeon switched scopes to look for the distal cover while the patient was under general anesthesia.

Manufacturer narrative:
This supplement is being submitted to provide additional information from the customer. New information added to the following fields: b1, b2, b5, d4, d10, e2, e3, g2, h1, h6, h10. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00108.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: ¿ the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. ¿ the facility educates or continuously educates its personnel about handling methods. ¿ the facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) ¿ the facility uses care when attaching the distal cover, so that it does not crack. ¿ the facility implements/reinforces practice of post-cap installation inspection including gentle tug, and slight rotation to ensure that the cap is firmly and securely installed to the scope without movement and aligned properly without gaps between the cap and scope. During the interview, the facility did not carefully review and follow the instructions for use (IFU). However, it was confirmed that the IFU was reviewed with the staff during in-service training during introduction of the new distal cover (maj-2315) design, and during initial new scope in-service training. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers remain in a sterilization pack during storage. The specific distal cover storage details are as follows: ¿ the facility keeps excess stock distal covers in the original product carton, until they stock them into individual storage cartons in each room. ¿ each procedure room has distal covers stocked in their consumable product cabinets. Those cabinets include hard plastic storage bins for each individual item. 20-30 distal covers are stored in each room and refilled as needed. The distal covers remain in their sterile packs within the storage bins until removed individually for each procedure. ¿ a storage bin is also located in the hallway scope accessories area, containing distal covers in their original sterile packaging like how they are stored in the procedure rooms. The facility reported that it is unknown what specific chemicals were used when the distal cover detached. It was confirmed that no chemicals were administered directly into the body through forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate forceps (e.g., defoamers, physiological saline, etc.), also, there were no chemicals used during endoscope preparation and pre-use inspection. However, the facility confirmed the following additional information regarding chemical usage: ¿ prior to intubation of the scope and inspection of the distal cover, a generic water-based lubricant (ky-jelly or similar generic brand) is used on the back side of the endoscope, with careful attention paid to only applying conservatively. ¿ simethicone is used for an estimated 50% of the procedures at this facility. Simethicone is introduced through the biopsy port, with a syringe and diluted with water in an appropriate amount. It is unknown if simethicone was used in the specific procedures where a distal cover came off the endoscope. ¿ the facility uses contrast agent for endoscopic retrograde cholangiopancreatography (ercp) procedures in sphincterotomes, balloons and other standard devices. ¿ anesthesia occasionally uses lidocaine to assist with endotracheal tube (et tube) intubation. ¿ alcohol cleaning wipes are occasionally used to help ¿clean¿ or wipe off the lens of scopes if image appears ¿foggy¿ or has difficult to remove debris visible on the monitor during procedures. The facility confirms that there were no cracks observed on the distal covers during the device pre-procedure inspection process. Furthermore, since the new distal covers have been in use at the facility, there have been no additional incidences of distal covers falling off the endoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, although it was unknown where the distal cover fell off in the patient¿s body, it is likely that the replacement of the device to retrieve the cover, and time for retrieval affected the delay in the procedure. However, since it was confirmed that there was no abnormality in appearance of the distal cover and the cover did not come off prior to procedure. The root cause of this event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual-3.4 inspection of accessories-¿ inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination.¿ ¿attaching accessories to the endoscope_¿ attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. When the endoscope is repeatedly inserted into the body cavity, always confirm that the single use distal cover is attached properly before insertion. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.